Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per end-user, when driving her chair, the chair sped up and hit the doorway and split the arm of the chair. End-user tates she is not aware of what side was damaged on the chair when the incident occurred. End-user states there were no injuries associated with the incident.